Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: vedr01, ipg; implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a device changeout procedure, it was discovered that the patients right ventricular (rv) lead exhibited I ntermittent/unstable thresholds. The right atrial (ra) lead exhibited high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.